Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead was dropped on the table and the package bounced on its side opened and the lead fell out off the table onto the floor. The lead was not used and replaced. No patient complications have been reported as a result of this event.